Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted and replaced because it had dislodged all the way back into the pocket after the patient was tackled. This is all of the information available to us. Should additional information become available, this event will be updated.